Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ipg functions to be as specified. The returned device data have been analyzed. Based on the data, there is no apparent leads problem. However, a defective pacemaker cannot be excluded. Despite, the data do not show any indication that therapy functionality may be affected. Please note, the currently available information is not sufficient for a detailed and conclusive analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should further relevant information become available, this report will be updated.

Event description:
When impedance testing was run at implant of the edora 8 hf-t fluctuations were seen resulting in <100ohm impedance measurements only when the device was programmed with vv delay 100ms / lv first. All psa testing was normal and vv delay of 80ms resulted in normal impedance results. Device remains implanted. Should additional information be received, this file will be updated.